Manufacturer narrative:
UDI: no gtin available; (B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The bedside monitor showed a pressure of -1, -2, 1, 2, they zero¿d the sensor twice, and then he re-inserted the sensor this morning, and then later put in a new one when the same pressures were indicated. A new sensor was opened and inserted. The directlink module was replaced with a new unit and no further issues were reported.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. But based on the event description, the issue was related to a user error. This was not a product issue, as the problem has been resolved when setting correctly the monitor. If the sample is returned in the future, this complaint will be re-opened and evaluated. A DHR review was performed for the directlink module 82-6828 s/n: (B)(4) (lot# cvjbn3), and the lot met specifications when released on july 14th, 2017. At the present time this complaint is now closed.